Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pump, none were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the one touch ping model pump experienced an issue with the pump's auto off feature. This report was received from various sources. The patients associated with this allegation is (B)(6). The reported patient is female.